Event description:
It was reported that the pt suddenly heard a crackling sound. Exchanging the coil cable and the speech processor didn't improve. Over the weekend, he no longer heard anything at all with his device. Then all external parts were exchanged, but again that didn't improve. Testing carried out on (B)(6) 10, showed all channels with status ok. This day, all external parts were exchanged once more, and then, the pt had some hearing sensations with his ci, but the sound was different to the sound he was used to. An accident was not reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.